Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On 05-jul-2021, the mother reported that she noticed the user's hearing performance with the device was affected. She did not react to name calling and medium and high intensity sounds. When the user was seen by the audiologist channels with abnormal impedances were found. The user has been re-implanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
On 05-jul-2021, the mother reported that she noticed the user's hearing performance with the device was affected. She did not react to name calling and medium and high intensity sounds. When the user was seen by the audiologist channels with abnormal impedances were found. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2021, the mother reported that she noticed the user's hearing performance with the device was affected. She did not react to name calling and medium and high intensity sounds. When the user was seen by the audiologist channels with abnormal impedances were found.